Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they fell and twisted her back and dislodged the anchor that held the device. The patient planned to have a surgery to put it back in place. The patient also reported that there might be an infection in the spine which was why they were having an MRI to rule out infection. The event had nothing to do with the device just the anchor. The device still worked. Relevant medical history included: spinal pain.